Event description:
It was reported that there was high lead impedance and a confirmed lead fracture was observed on the right ventricular (rv) lead. Lead conductor appears on x-ray to be completely fractured / separated. The patient has been referred for surgical revision and new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).